Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that retort a was filled with the reagent in bottle 2 (formalin) in 30 seconds at 17:04:38pm on (B)(6) 2018; and the reagent in retort a was drained to bottle 2 (formalin) in 44 seconds at 17:04:38pm on (B)(6) 2018. Evaluation of the instrument logs indicates that the remote fill and drain operation is completed in approximately 37 and 40 seconds. This finding suggests that approximately 1 liter of reagent was in retort a prior to commencement of the "short cycle surgicals" protocol started in retort a at 17:04pm on (B)(6) 2018, which caused filling from bottle 2 (formalin) to retort a at a rate which was faster than expected. At completion of step 1 (fixation step using bottle 2) of the "short cycle surgicals" protocol started in retort a at 17:04pm on (B)(6) 2018, the reagent in retort a was pumped back into bottle 2, the excess reagent had flooded the air manifold, the vent lines of several bottles and ended in the condensate bottle (cb). Bottle 2 (formalin) remains in contact with the corresponding sensor on (B)(6) 2018; and remote fill operations involving bottle 2 (formalin) were not identified in the <gui clicks> logs on (B)(6) 2018. It is considered unlikely that the user filled bottle 2 with reagent or performed remote fill operation while retort b is filled with the reagent from bottle 2 (formalin). Although the information provided does not uniquely identify the two(2) processing run(s) from which sub-optimal tissue processing was identified, evaluation of the instrument logs indicates that the sub-optimal tissue processing identified was most likely derived from the "breast/fatty - overnight" protocol comprising 53 cassettes, which started in retort b at 19:02pm on (B)(6) 2018 and completed at 04:36am on (B)(6) 2018. Investigation of this complaint found that the instrument operated within specification on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant was the use of contaminated processing reagents for the "breast/fatty - overnight" protocol started in retort b at 19:02pm on (B)(6) 2018. The most likely root cause of the use of contaminated reagents was a use error. Specifically, a user most likely placed a reagent in retort a prior to the start of the "short cycle surgicals" protocol at 17:04 on (B)(6) 2018. The nature and amount of contaminant could not be determined from the information available; however, it is most likely to have been a mixture of formalin from bottle 2 with an unknown reagent.

Event description:
Leica biosystems received a complaint that "tissue under process" in a total of 100 cassettes from two (2) processing runs executed in both retorts a and b. The complainant advised that no error codes had been displayed; and the condensate bottle is half full and bottle 2 (formalin) is full to the top; no other reagent bottles were full; and the condensate contents smelled of formalin. On (B)(4) 2018, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The laboratory advised the fse the retort lids have been opened, and condensate was found on the lids which was described as "possibly something than paraffin". The fse found the issue was discovered by the laboratory technician at around 22:30pm on (B)(6) 2018; the condensate bottle was emptied and some formalin from bottle 2 had already been removed; small amount of reagent was found under the instrument; clear liquid was found in several air tubes to the bottles; and no evidence of instrument leaks could be identified. The results for the system verification tests performed following replacement of the failed pressure transducer were satisfactory. On (B)(4) 2018, the leica applications manager received the following information from the laboratory: "there were many cases that were not diagnosable, but I don't know how many cases were truly undiagnosable". The complaint stated "I don't have that information" when the leica applications manager requested further specific case related information such as the gender; age; and patient identifier.